Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had reservoir leak. The customer¿s blood glucose level was 23.1 mmol/l at the time of the incident. Customer reported that they experienced high blood glucose. Customer report they did not allege insulin pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The leak appeared on the reservoir and was noticed due to smell and they saw the o rings were not aligned and insulin was passing through the o rings. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will not be returned for analysis.